Manufacturer narrative:
As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region, and the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, there was loss of capture and dislodgement observed on the right ventricular (rv) lead. The event was suspected to be caused by dislodgement. The rv lead was explanted and a new rv was implanted. The patient was stable.